Event description:
It was reported that patient underwent an explant procedure for unknown reason where all devices were explanted. The explanted device will not be return as it was retained at the facility and patient was doing well post operatively. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317700; model: sc-2317-70; serial: (B)(6); batch: 5096635/5096626. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408740; model: sc-2408-74; serial: (B)(6); batch: 21049482. Additional suspect medical device component involved in the event: product family: scs-lead fixation-MRI; upn: m365sc43190; model: sc-4319; batch: 21209480. Additional suspect medical device component involved in the event: product family: scs-lead fixation; upn: m365sc43180; model: sc-4318; batch: 22537545.